Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. The customer's blood glucose (bg) level was impacted and elevated from 300-400 (mg/dl). The customer took manual injections to stabilize their bg. It was indicated that the customer would use manual injections as alternate insulin therapy.